Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pump replacement on the day of the initial report they were unable to aspirate the catheter. 2cm were cut off and a new sutureless connector was going to be used. The system was used to infuse baclofen. It was later reported that the new sutureless connector was added because the old connector was ¿messed up.¿ it was later reported that the system was used to infuse lioresal. Six days after the initial report it was noted that the patient did not have any symptoms related to the event. The reporter did not know what the issue was with the catheter but that there was no trouble shooting done. The patient was noted as ¿fine¿ and was receiving effective therapy.